Manufacturer narrative:
Cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set. (B)(4). Event is still under investigation.

Event description:
A pt had a hohn catheter and the reaction occurred during the change to a spectrum 5 lumen cvc. This is a bone marrow transplant pt with leukemia, lymphoma, or multiple myeloma. Pt was treated with growth factors to stimulate production of stem cells, and receiving medications that included granulocyte-colony stimulating factor (g-csf) (e.g. Neupogen) and melphalan. No drugs have changed or any other part of the clinical protocol. One additional medication that the pts are being given is lovenox (anticoagulant) prophylactically. Immediately after insertion, pts reported varying degrees of redness and flushing, hot, sweaty (diaphoretic) dizziness tachycardic, anxious, shortness of breath (sob), increased heart rate (hr), increased blood pressure (bp). Benadryl helped. The physician's assistant does not believe it is the minocycline rifampin because the lines are left in situ and there are no additional reactions. Procedures are done using ultrasound guidance (no dyes are used). Site is prepped with chlorascrub (pdi), line is placed. Latex rubber gloves are used unless allergy (ansall). In the less serious 4 pts, the reaction seemed to start after wire removed and the line was flushed with 0.9% ns (baxter), about the time he was suturing. In the more serious case, the reaction started before he even removed the wire. All lines continue to be in situ and in use with no further reactions. The customer does not usually provide any other medications prior to line placement and does not administer benadryl prophylactically prior to insertion. Of the 5 total cases (1820334-2013-00094; 1820334-2013-00095; 1820334-2013-00096; 1820334-2013-00097; 1820334-2013-00098), one line was placed by an md, the other 4 were placed by the physician's assistance.